Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed to many carbohydrates and did not deliver a bolus. Blood glucose (bg) level was 249 mg/dl and a bolus was delivered. A pump system check was performed and no device issues were identified.